Event description:
Philips received a complaint by the customer on the v60 indicating that the device keeps going into internal battery mode even when its plugged in. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device is switching to battery power when connected to ac power. It was determined that the issue is related to a defective/failing power supply. Power supply will need to be replaced. Per source notes, it is confirmed that the service is no longer required, customer did not except quote for power supply replacement. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.